Event description:
Resident was found with head/neck caught between rails of 1/2 siderail. At time of discovery resident had no life signs. Medical examiner did perform an autopsy and reported result was traumatic asphyxiation. The resident had diagnosis of colon cancer which has metastisized to liver. He did, routinely use the siderail to assist in repositioning.